Event description:
While analyzing a patient's heart rhythm the device gave a "no shock advisory" determination for what clinicians believed was a shockable rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.